Event description:
User called into emergency support program line to request and report issue during use cardiosave intra aortic balloon pump (iabp) had gas loss alarm occurred. There was no harm or injury reported. This complaint record has been created as part of a retrospective review of emergency support program (esp) calls conducted under CAPA 994811 (CAPA task 1316192). Late MDR investigation record # (B)(4). Short description/reportability: esp cardiosave gas loss reportable esp call ID#(B)(4). Date/time (eastern time): (B)(6) 2024 8:06 am, dispatch: an serve, reason for call: gas loss, equipment/catheter: cardiosave/sensation plus 50 cc, contact: (B)(6) rn, phone: (B)(6). Product surveillance: no complaint was filed per ssu-win-2136 and ssu-sop-0802-en report: (B)(6) in the cicu called regarding a gas loss alarm. She states this happened during the night shift before she got to work. Belem states the previous nurse followed the help screen and it only happened once or twice. I verified with (B)(6) there was no blood or discoloration in the helium tubing. I explained the nature of the alarm and possible reasons for the alarm. She states the patient is tachycardiac. Belem was very appreciative of the assistance. I encouraged her to call back with any questions or if any issues arise. Notified (B)(6) via email.

Manufacturer narrative:
A gas loss alarm occurred. The user used the iab fill key. Esp personnel explained multiple possible causes for this alarm.